Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump would not exit the manual prime screen. The numbers did not appear on the screen during priming, and no beeps were heard. It was also stated that the drive support cap was protruding. Nothing further was reported.

Manufacturer narrative:
The insulin pump unable to prime during the prime test due to protruded/loose drive support disk. The insulin pump had a missing end cap sticker.